Event description:
Customer reported that the device had a service light illuminated. Physio-control field service representative evaluated the device observed no dc operation. There was no report of pt involvement with incident.

Manufacturer narrative:
The device was returned and evaluated at physio-control's failure analysis center. The device had no dc operation due to excessive current draw by the analog pcb assembly. The root cause of malfunction from the assembly was inductor l1 that had high resistance. Customer received replacement device.